Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported error when the door was not latched was observed and confirmed, but could not be reproduced through further testing. Review of the event history log also confirm this condition. Evaluation found the door able to latch closed with a loaded set, however the force required to secure the door was above expected levels and if not applied would cause the pump to alarm door not fully latched. The unit was reworked per baxter's service procedure to correct this condition.

Event description:
It was reported a spectrum pump had an error when the door was not latched closed. It was also reported there was no patient involvement.